Event description:
The customer reported the system displayed a generator error and an ma on in error message. These errors would cause the system to shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as repair information is not available.